Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices or patient x-rays was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint states revision of failed elite plus stem and duraloc liner, stem has fractured at the neck. A review of complaints databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision to address a stem which had broken at the neck.